Manufacturer narrative:
Investigation: samples received: 52 unopened pouches to analyze. Analysis and results: there are no previous complaints of the same code-batch. We have received two complaints of the same code-batch from the same customer at the same time. We manufactured and distributed in the market 360 units of this code batch. There are no units in our stock. We have received 52 closed samples from the customer to analyze both cases. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.38 kgf in average and 0.57 kgf in minimum (ep requirements: greater than or equal to 1.12 kgf in average and greater than or equal to 0.46 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. We take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the needle fell off. The reporter indicated that during a surgical procedure the thread was split from the needle. Additional event details have not been provided. Patient information is not available and no patient harm has been reported.